Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ventricular lead was noted to have high out-of-range impedances. The impedances had noted to increase to about 1100 ohms about nine months earlier. No adverse patient effects were reported.